Manufacturer narrative:
Pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: * were there any patient consequences? --no a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via 2210968-2024-05385 2210968-2024-05386 investigation summary the product was returned to ethicon for evaluation. Visual analysis of the returned sample determined that one open box that pertained to product code vcp345 was received for evaluation. Upon the visual inspection of the received box, it was found that contained thirty-five packets instead of thirty-six packets. As per product requirements, the box should contain thirty-six packages. Also, it was noted that the foil packets were relabeled. As part of our quality process, the manufacturing records of this lot-batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. Although no conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a distributor found that there was one package of product less than expected in the box during normal checking. There should be thirty-six package of products in the box, but there were only thirty-five package of products. Additional information has been requested.